Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a cvc kit. The needle will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the introducer needle. Visual analysis revealed that the needle hub cracked and separated. A device history record review was performed with no relevant findings. The customer report of a broken and separated needle hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle hub was cracked and separated towards the proximal end of the hub. The separated portion was not returned. A device history record review was performed with no relevant findings. Based on the condition of the needle , design likely caused or contributed to this event. A CAPA has been initiated to further investigate this issue.

Event description:
The needle hub broke and separated during use on a patient. There was no patient injury reported. The condition of the patient is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The needle hub broke and separated during use on a patient. There was no patient injury reported. The condition of the patient is reported as "fine".